Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed self-test and displacement test. Device back light, rewind functions properly and no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump button were less responsive, were harder to press. The customer¿s blood glucose level was unknown. Customer stated insulin pump back light was very dim, rewind was slower and louder. The insulin pump will not be returned for analysis.